Event description:
Patient presented back to the physician with weeping at the chest incision. Physician referred the patient to an infectious disease specialist who prescribed antibiotics. Physician brought the patient into the or and removed the entire inspire system due to infection. Patient was prescribed additional antibiotics after the removal procedure was completed.

Event description:
Patient presented to the physician with swelling at the chest incision. Physician suspects it is a seroma and prescribed antibiotics.